Event description:
Physician inserted a 5mm bladeless trocar and when visualized on screen, a piece of plastic was seen. The trocar and plastic removed from patient and placed in original package and given to supervisor.